Event description:
Additional information was received stating the patient was able to get the ins to charge to 100%. He stated he did not give it enough time to charge before.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they cannot get the implantable neurostimulator (ins) to charge past 75 percent/cannot get the ins to 100 percent and it takes too long. They have been having this issue since implant. They stated after they had the implant, they were told by a manufacturer representative (rep) they do not try to get the ins to 100 percent because it takes forever. No patient symptoms were reported.